Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent was distorted, stretched and lifted upwards from the stent profile. This type of damage is consistent with the stent meeting resistance upn withdrawal. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left unspecified vessel. The 100% stenosed, 24x2.5mm, concentric target lesion containing a lesion bend of >=90 degrees was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the target lesion but the stent could not pass the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.